Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-03324. It was reported he patient passed away on (B)(6) 2018. The patient underwent a trial implant procedure on (B)(6) 2018 and the trial leads were removed on (B)(6) 2018 and was slated to have a permanent system implanted at a later date. During the trial the patient had the flu and was taking antibiotics. The cause of death is unknown, however the implanting physician did not believe the cause was related to the procedure or product. The physician was unable to provide any further information.